Event description:
It was reported that the patient with this pacemaker experienced a syncopal event following a sensation of fluttering in his chest and dizziness. The field representative performed programming to optimize device function. No additional adverse patient effects were reported. This device remains in service.